Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event of fracture, oversensing, and inappropriate therapies was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received ten inappropriate shocks due to oversensing. The lead integrity alert was triggered. The device was programmed off, and the lead was later extracted with laser and a new lead was implanted. No further patient complications have been reported as a result of this event.